Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, staff noticed that the tissue welder jaws were cracked. It was not reported that any pieces had broken off. It is unknown if this was discovered out of box or after the tissue welder was pushed through the cannula. The product never touched the pt. The hospital used a replacement kit to complete the procedure. There was no pt effect reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection observed that the cold silicone jaw boot was torn in several locations. Upon reassembly, the jaw boot forms a complete assembly with no piece missing. Further investigation discovered that no adhesive was present on the curved metal jaw assembly, proximal portion of silicone jaw boot. The reported complaint is confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.